Event description:
It was reported that the patient presented to the emergency room suffering from an acute myocardial infarction. After percutaneous coronary intervention (pci), during which 4 xience prime stents were deployed, the patient was transferred to surgery for extracorporeal membrane oxygenation (ECMO) and expired. It was also reported that the patient experienced hypertension prior to being transferred to surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of death and hypertension is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.